Event description:
It was reported that the sys 2800's right foot extension latch was jammed, and the extension could not be lowered. There was no adverse pt involvement reported.

Manufacturer narrative:
It was discovered through a telephone investigation by a ge rep that the in house bio med rep freed the stuck latch, and was able to lower the extension prior to the procedure . The bio med rep has stated that the latch is repaired and that the sys is working as intended and has been returned to svc.